Manufacturer narrative:
Additional information is being requested from the field. This investigation will be updated should further information be provided.

Event description:
It was reported that an unknown device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. This device status is unknown. No patient involvement.